Event description:
This spontaneous report was received on (B)(4) 2012 from a female consumer (age unspecified) reporting on self from (B)(6). Follow-up information received on (B)(4) 2012 confirmed that the product involved was identified as same/similar to a us marketed device. On an unspecified date, the consumer started using ob procomfort super 16s, for menstruation (route: vaginal, lot number 0132s, frequency and expiration date unspecified). After an unspecified duration, the string went inside her vagina with tampon resulting in difficulty to remove the tampon from vagina. In addition, she mentioned that the cord of the tampon was missing. She stated to have the same experience in the past for few occasions. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on a returned sample from the consumer, the previously reported product ob procomfort super 16s was updated to ob procomfort applicator super 16s. Ob procomfort applicator super 16s is not same/similar to the us marketed ob procomfort superplus 18s nor it is same/similar to any other o.b. Product marketed in the united states. This report was reassessed as not reportable to the united states FDA.

Event description:
This spontaneous report was received on 19-jun-2012 from a female consumer (age unspecified) reporting on self from (B)(6). Follow-up information received on 12-aug-2012 confirmed that the product involved was identified as same/similar to a us marketed device. On an unspecified date, the consumer started using ob procomfort super 16s, for menstruation (route: vaginal, lot number 0132s, frequency and expiration date unspecified). After an unspecified duration, the string went inside her vagina with tampon resulting in difficulty to remove the tampon from vagina. In addition, she mentioned that the cord of the tampon was missing. She stated to have the same experience in the past for few occasions. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted 30-aug-2012 for a device product that is considered same/similar to a us marketed device (ob procomfort superplus 18s). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
(B)(4). New information received corrected the product to procomfort applicator super 16s which is not same/similar to a us marketed medical device and therefore did not require the initial emdr submission.